Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was the patient had "trouble emptying, sacral pain, bladder pain, and the patient was unable to induce an adequate bladder contraction". It was stated that the event was attributed to the programmer. It was reported that the device was removed on (B)(6) 2013. The procedure was an out-patient procedure at a hospital. It was stated that the patient "did well from the removal". The patient had on-going symptoms related to urinary emptying. The patient outcome was reported as "patient recovered without sequela".

Event description:
It was reported that the patient experienced no therapeutic effect. The reporter stated that the patient¿s healthcare provider (hcp) ¿was talking about removing the device¿. The patient¿s bladder was reportedly getting ¿completely full, over 1l of urine¿, before the patient recognized that she needed to go. The reporter also indicated that the patient was getting ¿a lot of¿ urinary tract infections (utis), 3 to 4 times a month. It was noted that before the patient was implanted, a urodynamictest was done to test ¿contraction of the bladder¿. ¿two-thirds¿ did not show a contraction, however ¿one¿ did so the implantable neurostimulator was implanted not knowing if it was going to work. The reporter stated that the patient ¿thought it was working in the beginning¿ but was causing ¿extreme pain¿. It was noted that the patient ¿had to talk¿ to her hcp about going back to the ¿original setting¿. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3093-28, lot# v592583, implanted: (B)(6) 2011. Product type: lead. (B)(4).